Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with da pcba adc failed vent inop occurrences. The customer reported there was no patient involvement.